Event description:
According to the available information as the physician was tensioning sling the physician put pressure on the bladder and the dynamic anchor seemed to slide and loosen. The physician tightened the sling a number of times and each time the sling would loosen. Physician could not get the appropriate tensioning to where the patient was no longer leaking. The sling's dynamic anchor came out of the tissue. The physician then cut the fixed anchor side of the sling and removed it from the patient and opened a new altis sling, but that sling had the same problem. The physician used a third sling successfully.

Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed in veeva to be associated.

Manufacturer narrative:
An altis sling was returned for evaluation. Examination of the sling revealed the static anchor and suture were detached and not returned. Visual observation of the mesh where the static suture was attached confirmed the welded area of the suture was still attached. Microscopic examination of the mesh where the static anchor was attached revealed surfaces to be straight, indicating contact with sharp instrumentation. The dynamic anchor and suture were still attached. Microscopic examination of the dynamic anchor tines revealed them to be bent outward, indicating they had most likely been implanted and removed. Blood residue was noted on the dynamic anchor and the mesh. The information received indicated the dynamic anchor pulled out during the procedure. Tensioning of the dynamic anchor along with the applied pressure on the patient¿s abdomen may have resulted in the anchor tines bending outward which may have contributed to the anchor not staying implanted. A review of the device history record confirmed the devices from this lot met all specifications prior to release. No trends were noted for complaints and there were no non-conforming reports or capas that were confirmed to be associated.

Event description:
According to the available information as the physician was tensioning sling the physician put pressure on the bladder and the dynamic anchor seemed to slide and loosen. The physician tightened the sling a number of times and each time the sling would loosen. Physician could not get the appropriate tensioning to where the patient was no longer leaking. The sling's dynamic anchor came out of the tissue. The physician then cut the fixed anchor side of the sling and removed it from the patient and opened a new altis sling, but that sling had the same problem. The physician used a third sling successfully.